Event description:
During a low anterior resection procedure, the device was closed to the middle of the green safe range and when fired, the surgeon didn't hear the distinctive cruch, and could not distinguish the completed firing cycle by tactile feedback. Since the device couldn't seem to be squeezed any tighter, it was assumed to have worked properly. The surgeon turned the knob to release the device crom the anastomosis, but it could not be removed. The device was closed again, and fired again. This time it fired, and felt as expected. When the device was removed, the anastomosis was incomplete, primarily on the posterior side. The staples looked as if they had not closed completely. The surgeon over-sewed the anastomosis by hand. Four to five days later, the patient presented with a leak, and will undergo a re-operation to repair the leak, or create a temporary colostomy. Risk management will not release he instrument for analysis at this time. Extended or time, and subsequent reoperation were required.